Event description:
It was reported that the patient experienced cardiac perforation. The lead exhibited loss of sensing and elevated capture thresholds. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.